Event description:
(B)(6) (midas (B)(4)): pts. Family rang call bell when pts. Line became disconnected. Connector piece came off of patient and stayed inside the injector piece. Pt. Only receive about 10 ml of their 35 ml of chemo due to this disconnection. Md (fellow on call) made aware of this. FDA safety report ID # (B)(4).